Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is poor watertightness of the cable unit, which resulted in the metal part sticking out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited a detached cable unit, poor watertightness of the cable unit, and a metal part sticking out. There was no patient involvement.